Event description:
The facility contacted baxter (B)(4) to report an administration set, for blood and blood components, where the roller clamp was ?ineffective?. The process step was unknown. It is unknown if there was a patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not available for testing. However, a video was available for evaluation. The set used in the video had shown the clamp fully closed, however flow was still evident. The video evaluation confirmed the customer reported condition. However, since the sample was not available, the exact root cause couldn?t be definitely established. Additional information: a batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number.